Manufacturer narrative:
Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading ranged from 338-339 mg/dl, and the meter bg reading ranged from 91-92 mg/dl. Reportedly, a second cgm bg reading ranged from 156-157 mg/dl, and the meter bg reading ranged from 51-53 mg/dl. Reportedly, a third cgm bg reading ranged from 331-332 mg/dl, and the meter bg reading ranged from 126-127 mg/dl. Due to the inaccurate cgm readings, the experienced a low bg. Customer consumed carbohydrates to address bg. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.